Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the buttons of the insulin pump are hard to press and may have worn out. Customer's blood glucose level was unknown at the time of the incident and call. The customer also reported that the screen has a polarized rainbow effect when in sunlight which makes it hard to read. Customer also reports issues with insulin being sprayed out when priming and failed battery tests. The customer will not return the one they currently use for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify rewind anomalies, failed battery test, prime or fill anomalies and missing segment or partial display due to unresponsive button. No button error alarm during testing.